Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a noisy image. There were no reports of patient harm. .

Event description:
It was reported that the subject device had a noisy image. The issue was identified before an unknown therapeutic procedure, which was completed using the same set of equipment with no delay. There were no reports of patient harm. .

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: that the disconnection of the wire near the connector stress boot caused a communication failure, resulting in image noise. The event can be prevented by following the instructions for use which state: "if the endoscopic image or function is abnormal and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such a product may cause injury to the patient, bleeding, or perforation. If for some reason the endoscope image disappears or does not return from the frozen state during an endoscopic examination, and you do not know how to recover, turn the otv-s7v power off and on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the otv-s7v, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to stop using the endoscope. It is very dangerous to leave the endoscope inserted in the patient while the image disappears or when observation is not possible, or to pump air/water, suction, or perform procedures. If any of these tools are being used, pull them out using the safest method before removing the endoscope. Also, during the procedure, be sure to have a spare product available in order to avoid interruption of the procedure." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.